Event description:
It was reported pt underwent generator replacement surgery due to end of service and lead discontinuity. A system diagnostics test performed post generator replacement yielded high lead impedance indicating a possible lead malfunction. Further investigation revealed that high lead impedance was present on a system diagnostics test prior to the generator replacement surgery. As a result of the reported high lead impedance, the pt underwent a total vns system replacement. The high lead impedance resolved with the replacement of the vns therapy system. No serious injury was reported. The explanted lead and generators were returned to MFR for evaluation.

Manufacturer narrative:
H6. Device failure is suspected but did not cause or contribute to a death or serious injury.